Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/23/2009 and 01/05/2010 by phone, fax, and mail. A completed questionnaire was received on 01/14/2010.

Event description:
An or supervisor reported that an intraocular lens (iol) was exchanged for the same model, different power iol, approx two weeks following the initial implant surgery. In a follow-up, the surgeon indicated that eight days following the initial implant surgery, the ucva was 20/40. After the exchange, he reported that the "event has resolved".